Manufacturer narrative:
Conclusion: the testing and eval of the returned devices recorded no out of spec conditions and or performance issues. Although the exact cause of the reported problem is unk, the investigation suggests usage errors/techniques caused or contributed to the reported experience. The results of this investigation have been communicated to the facility. Additionally, inservicing with educators and affected staff have occurred.

Event description:
Complaint rec'd reporting leakage problem with one (1) 20130-01 spiros connector. The report states "pt was receiving taxotere infusion (via spiros; hospira pump tubing set and microclave). During the infusion a large leak was noticed on the pt. The pt was sleeping and was not aware of leak. The leak was reported to come from the female end of the spiros." There were no adverse pt. Or operator consequences. Device return: one (1) 20130-01 spiros connector, one (1) hospira pump tubing set bag spike adaptor were returned for analysis. During decontamination and initial visual inspection, slight leakage was observed. Upon tightening the connections leakage stopped. Add'l notes identified slight cracking/crazing of female luer post and thread. Functional and performance tests were performed. The results recorded no leakage and or out of spec conditions. Add'l testing was identified and performed. The spiros female luer was connected to hospira pump tubing set via spin collar/male luer. The system was tested for activated positive pressure and un-activated positive pressure leakage (20 psi for 5 seconds). This set-up was pressurized to equivalent of 36" head height and tested for 30 mins with the spiros connector both activated and un-activated. The spiros and hospira pump tubing set recorded no leakages, performance issues. Previous investigations have been conducted where leakage was replicated by altering mating techniques, not fully engaging the spin collar/male luer into the female luer post of the spiros spinning feature. This can potentially result in the spin feature activating prior to completing the desired number of rotations through the mating luer threads. Continuous improvement initiatives have identified a potential solution whereby a slight increase to the lug torque pressure to activate the spin feature, effectively increases the rotations onto the mating threads thus creating a significantly tighter seal. Engineering studies and investigations of connections with mating sets that are configured with a male luer slip with free-floating spin collar are in progress.